Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The leak was observed contained within the secondary packaging. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 23-24, 2024. H11: the actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened red luer cap. The red luer cap is not a baxter product. The customer did not use the folfusor's blue winged luer cap. Therefore, the cause of the leak inside the bag was due to a use error. A functional leak test was performed after securely connecting the red luer cap, and there were no signs of a leak observed. Based on the sample analysis finding, the folfusor unit was determined to be conforming product. The reported condition was verified. The cause of the reported condition was a user error of not properly connecting the winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.